Event description:
Patient reported that he was implanted with prodisc-l in 2008 and his doctor told him the prodisc-l is "moving". This report is #2 of 3 for the same event.

Manufacturer narrative:
A product event evaluation was completed (no device was returned). The complaint description generically describes that the patients pdl is moving, with no other information or surgical images provided for review. (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.